Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, it was observed that the right ventricular (rv) lead became dislodged when implanting the left ventricular lead. The lead was not used and a new lead was implanted. The patient was stable.